Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia etep surgical procedure, there was a system fault and the 0-degree endoscope plus could not be flipped correctly. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the fault. The tse explained that the fault was caused by the scope bearing, causing the endoscope plus to not flip correctly. Troubleshooting with the tse was not performed as the surgeon spoke with a different intuitive surgical inc. (Isi) representative and resolved the issue. The tse recommended cleaning and testing the 0- degree endoscope plus to confirm if the fault persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse to obtain additional information. The endoscope flipped on its own after the fault recovered. Ports had been placed. The surgeon was operating on the abdominal cavity. The image was confirmed to be inverted. The vision orientation changed on its own. The endoscope moved freely with uncontrolled motion. The system did recognize the correct scope. The surgeon confirmed the desired orientation when the endoscope was installed. The same endoscope continued to be used in the procedure. The endoscope would not be returned for isi evaluation. There was no harm or injury to the patient. Patient demographic information was not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The surgeon worked with an intuitive surgical inc. (Isi) representative and resolved the issue. An RMA was not issued for return as the customer reported that the endoscope would not be returned. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.